Event description:
It was reported that prior to an unknown procedure, the lid of the device fell off after opening the package. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: universal seal assembly. The analysis results found that a cb11lt device was returned without its original package. Upon visual inspection, the universal seal was broken at one of the posts. The reported event could not be confirmed as the package was not returned for analysis. No conclusion could be reached as to what may have caused the damage at the universal seal.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. To clarify: was the tyvek off the device when removed from the box? Was sterility compromised? Please clarify: the lid of the device fell off after opening the package.